Manufacturer narrative:
Visual inspection of the device shows no obvious damage. Both of the anchors and suture were returned, but freed from the delivery needle. The suture is cinched around the t1 anchor through the v notch lengthwise. This could inhibit proper fixation through the meniscus. The device cycles and actuates as intended. No mechanical problem was found. There is no apparent twisting or bending of the delivery needle. No root cause related to the manufacture of the device can be established. No further investigation is warranted.

Event description:
It was reported that the fastfix 360 t1 and t2 anchors deployed simultaneously during a meniscus procedure. There was no delay in the procedure. A backup device was used to complete the procedure. No patient injury or complications were reported.